Event description:
Reporter called lfs in 2002 alleging that reporter's ss meter was giving inaccurate low readings. Per ccr n. The following information documented: customer had to go to an after hour clinic. It is documented that the customer received treatment (unclear as to what treatment) a reading of 152 was documented. Per documentation, customer was cleaning the meter incorrectly.